Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were discussed but not made at this time.

Event description:
New information indicated that another occurrence of post-paced t-wave over-sensing was noted on the device.

Event description:
New information indicated that device reprogramming was made addressing the post-paced t-wave over-sensing. The patient was fine.

Event description:
New information indicated that device reprogramming was made addressing the post-paced t-wave over-sensing. The patient was asymptomatic.